Event description:
Pt found without pulse and without respirations. Pt was thought to be in fine v-fib and defibrillation attempted. Machine charged and paddles placed on pads on pt; simultaneously pressed buttons on pad to shock pt. It made noise as if discharging but there was no pt movement, leading some to conclude the machine did not shock.